Event description:
It was reported that the warmer had a bad liquid-crystal display (lcd). No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Enclosure was dirty and scuffed. Enclosure has label residue. Drain fitting was rusty. Pole clamp was dirty and damaged. Main block was dirty. Line cord was old and worn. Fill water tank, plug in line cord, switched power on. The reported defect was duplicated. The root cause of the reported issue was found to be damage to the liquid-crystal display (lcd) screen. Actions were taken to mitigate the reported issue: replaced the power control board (pcb).